Event description:
It was reported that the patient presented remotely. Review of transmission revealed that the left ventricular lead exhibited high pacing impedance. Programming changes were performed. The patient was in stable condition.